Event description:
Information received that the head of bed will not go up or down. No injury reported.

Manufacturer narrative:
Technician could not find anything wrong with this unit. Unit is working as designed.